Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was implanted properly. There was no issue with the valve specifically. However, a non-calcified native leaflet covered the right coronary ostium causing a st segment elevation myocardial infarction (stemi). The right coronary ostium was unable to be cannulated. The valve was explanted and a surgical valve was implanted. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the product was discarded, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should additional information become available, a supplemental report will be submitted. (B)(4).